Manufacturer narrative:
The reported complaint of tcmid:05 (coolant diff failure) error message on the thermogard xp ivtm system (serial #(B)(4)) was confirmed during functional test and archive event logs review. The investigation findings determined that the root cause of the reported issue was due to a damaged lm34 temperature probe. To remedy the issue, the lm34 temperature probe was replaced. During visual inspection, corrosion found on the air trap boards caused by a crack on the top cover. The air trap boards were replaced and was not related to the reported complaint. During archive event logs review, multiple tcmid:05 error messages were identified on the date when the issue occurred. Thus, confirming the reported complaint. After parts replacements, the thermogard ivtm system was tested and passed all the functional tests requirements with no error or fault. The thermogard console is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaint reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During console check, customer reported that the thermogard xp ivtm system (serial #(B)(4)) displayed error message "tcm ID:05" (coolant diff failure) upon powering on. No patient involvement.